Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): shrouds. The analysis results found that an ec60 device was received in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components; the right and left shroud retention boss's were noted to be damaged and brown stains were found on the internal components consistent with a non ethicon endo surgery decontamination process of the device. The damage to the retention boss's is consistent with excessive load applied to the firing trigger and weakened components as a result of the non ethicon endo surgery decontamination process. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that before an unknown procedure, the surgeon used the stapler. After using the stapler the jaw was not opening. Unknown how case was completed. There were no adverse consequences for the patient.